Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. Reportedly, the alarms occurred prior to the change cartridge step and the customer reported that the cartridge was not removed during pumping. The customer's blood glucose (bg) level was 298 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.